Event description:
As reported, when the deployment button of a 6f exoseal vascular closure device (vcd) was pressed to place the plug, it was extremely stiff and difficult to press. Use was discontinued and manual compression was applied instead. Hemostasis was successfully achieved and the procedure was completed without issue. There was no reported patient injury. The product was applied following the usual procedure. Backflow stopped and the visual indicator had changed to black/black. The vcd was used with a 6f 10cm non-cordis sheath. The device was used after treating the contralateral left common iliac artery to superior femoral artery via right groin approach. The physician was certified in the use of the exoseal vcd, and the device was stored and prepared according to the instructions for use. There were no visible signs of damage to the device or packaging prior to use. The vessel diameter at the femoral puncture site was confirmed to be at least 5mm, with no visible calcium or plaque, no access vessel tortuosity, and no stent or significant stenosis at or near the site. The site had not been closed by any device or compression within 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. When attempting to depress the deployment button, it would not depress at all. At that time, the indicator window showed solid black and did not display any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the deployment button of a 6f exoseal vascular closure device (vcd) was pressed to place the plug, it was extremely stiff and difficult to press. Use was discontinued and manual compression was applied instead. Hemostasis was successfully achieved and the procedure was completed without issue. There was no reported patient injury. The product was applied following the usual procedure. Backflow stopped and the visual indicator had changed to black/black. The vcd was used with a 6f 10cm non-cordis sheath. The device was used after treating the contralateral left common iliac artery to superior femoral artery via right groin approach. The physician was certified in the use of the exoseal vcd, and the device was stored and prepared according to the instructions for use. There were no visible signs of damage to the device or packaging prior to use. The vessel diameter at the femoral puncture site was confirmed to be at least 5mm, with no visible calcium or plaque, no access vessel tortuosity, and no stent or significant stenosis at or near the site. The site had not been closed by any device or compression within 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. When attempting to depress the deployment button, it would not depress at all. At that time, the indicator window showed solid black and did not display any red color during retraction. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device achieved successful deployment with full lever depression during analysis. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.